Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Reportedly, prior to removal, the deployment levers were not locked and the delivery system was removed under fluoroscopy. It should be noted that the supera instruction for use (IFU) states: following confirmed implantation of the supera stent, retract the thumb slide in a single motion to the starting position on the handle and rotate the system lock and deployment lock into the locked position, in line with the thumb slide. In this case, failing to retract the thumbslide and lock the system lock likely caused the reported difficulties. The investigation determined the reported difficulties appear to be related to deviation of the instruction for use and subsequent circumstances of the procedure as it is likely that failure to retract the thumbslide to sheath the tip and not locking the system locks prior to removal resulted in the tip interacting with the deployed stent; thus resulting in the noted scratched, stretched and torn tip jacket and ultimately resulting in the reported/noted material separations (tip, tip jacket, tip lumen). The treatment appears to be related to the operational context of the procedure as reportedly the tip was retrieved with a snare device. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a popliteal artery segment with massive calcification and approximately 80% stenosis. A 6fr 45 cm sheath was used with cross over access. The aortic bifurcation was very steep, greater than 90 degrees. The vessel diameter was approximately 6 mm and atherectomy was not used. Pre-dilation was performed and the 6.5x40 mm supera self- expanding stent system (sess) was advanced without resistance and the stent was deployed in the target lesion. Prior to removal, the deployment levers were not locked and the delivery system was removed under fluoroscopy. There was no resistance during removal of the sess. After removal it was found that the tip of the sess was no longer on the system. The tip was retrieved with a snare device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.